Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) hardened.

Manufacturer narrative:
This device is classified as import for export. Therefore ,510k is not applicable. Model eg-1690k is available in the USA, with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the insertion flexible tube spiral closer condition. Based on the result, we concluded, that it was caused due to the excessive force applied on the insertion flexible tube. In addition, our technician confirmed, that the insertion flexible tube coating damage, the lcb (light carrying bundle) broken, the angle wire snapped/cut, and the u/d knob white marking faded/missing. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628(ift)" and/or the risk analysis results, it was evaluated to submit MDR.